Event description:
An issue has been identified in the blood bank history upload program (bbt_add_hist_person_comments), which is used to upload hna millennium blood bank tranfusion blood bank comments. These comments are displayed in numerous blood bank applications, including dispense-assign, result entry, and pt-product inquiry. The comments are used to store special instructions related to clinical situations that require specific blood products, such as washing the product to remove plasma proteins or filtering the product to remove white cells. The issue resulted when comments uploaded from history were inactivating current comments, which made the current comments not viewable in blood bank applications. Similar issues could occur with pt aborh results used for product/pt compatibility validation.